Manufacturer narrative:
The device associated with this report was not returned. Retained samples were conditioned and tested. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number.

Event description:
The (B)(6) 2017 in the procedure rtr of the patient (B)(6), was mixed accidentally, because they were going to use 2 units of cement; a bone cement with gentamicin smart set, using the powder component of 20gr ref: 3095-020, lot: 8194065 with the liquid bulb of 40gr ref: 3095-040 lot: 8299715. Once the components were mixed, the cement acquired a beige coloration and became very lumpy, difficult to manipulate, which does not normally occur, additionally at the moment the surgeon implanted the patella and the definitive tibial component, the cement made a thermal reaction (in the tibia), producing a spark and then a flame of fire, 26 minutes later, at a temperature of 19°c in the room, the cement fragments and the components are stable and completely fixed to the bone.